Manufacturer narrative:
Insulin pump was received with severely scratched display window. Drive support was inspected and no anomaly was noted. Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and rewind test. (B)(4).

Event description:
The customer reported that the insulin pump had many scratches on the screen and it was hard to see. Customer's blood glucose level was 300 mg/dl. The customer treated her blood glucose level with the bolus wizard on the insulin pump. The drive support cap was flushed. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.